Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16434. It was reported that when the patient presented in clinic for a follow up, loss of capture was observed on the atrial and right ventricular leads. Both leads were explanted. The patient was stable.

Event description:
It was reported that when the patient presented in clinic for a follow up, loss of capture was observed on the atrial and right ventricular leads. Both leads were capped and replaced on (B)(6) 2019. The patient was stable.